Event description:
While priming new pca pump tubing for a morphine drip, nurse felt wet feeling on their hand. Pump tubing was leaking. As nurse has known allergy to morphine, nurse immedately washed off the solution with soap and water. However, nurse started to have an allergic reaction with itching, chest tightness and shortness of breath. Nurse used their benadryl, then epi pen and repeated benadryl about 4 hours later for continued rash and itching. All done per their allergists protocol. No harm to the pt as leak was identified prior to beginning the infusion.